Event description:
It was reported that before a cholecystectomy procedure, the health care professional stated that the device was broken. Procedure was completed with the same like device. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the top and the lower shrouds and the handle broken. No functional test could be performed due to the condition on the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken. Upon further analysis, it was noted that the top and lower shroud were broken causing the feeding issue. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.